Manufacturer narrative:
System was used for treatment. Kit lot e719 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories centrifuge bowl leak/break and leak centrifuge alarm and no trend was detected for these categories. This assessment is based on information available at the time of the investigation. A photo analysis was conducted for this complaint. Review of the photo could not confirm a blood leak that occurred at the neck of the centrifuge bowl complaint. Complaint could not be confirmed from the photo alone. (B)(4).

Event description:
Customer called to report a blood leak that occurred at the neck of the centrifuge bowl of a patient treatment, during the first dwell period of the first cycle. Operator notes there were some issues with the customers vortex port but the blood leak alarm first notified operator to presence of a leak in the centrifuge chamber. Procedure was aborted and treatment was rescheduled for another day. Estimated 265 ml of whole blood loss from patient. Patient was reported stable. Customer will submit photo for evaluation.